Manufacturer narrative:
The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported no impact to the patient care due to this reported issue. No adverse event nor medical intervention was provided to the patient, or a delay was noted.

Event description:
He customer called technical support (ts) reporting that the device alarmed program crc test failed while in use. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported no impact to the patient care due to this reported issue. No adverse event nor medical intervention was provided to the patient, or a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the central processing unit (cpu) to resolve the reported problem. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
B4:16jul2021. The removed central processing unit was returned for failure investigation. A visual inspection revealed no evidence of damage or contamination. The customer complaint cannot be verified. Software loads and vent runs without error. No-fault was found.